Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with an episode of inappropriate shock from the implantable cardioverter defibrillator. The episode was examined and determined to be caused by an atrial fibrillation with rapid ventricular response event. The reported arrhythmia fell into the ventricular fibrillation (vf) detection zone which prevented supraventricular tachycardia discrimination and subsequently delivered inappropriate therapy. Programming changes were recommended. The patient was not reported to be otherwise symptomatic.